Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'upstream occlusion' which were verified through a review of the event history log. The reported condition was verified. The cause was determined to be out of specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and therefore the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.